Event description:
A physician reported that a pt woke up in recovery, removed an inflated lma, and had laryngospasm. The pt was hospitalized with obstructive pulmonary edema. The pt was treated with lasix and discharged two days later.